Event description:
It was reported that while the surgeon was attempting to use the instrument the tabs appeared to be bent, and the lag screw would not fully engage with the instrument. The surgeon used other instruments to attempt and bend the tabs back to allow the instrument to engage with the lag screw, causing the tabs to fracture. There was no foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h11. D4 - UDI is not applicable, the device was manufactured prior to di publish date. Visual examination of the returned product identified that one of the tabs of the inserter had fractured off and was not returned. The device shows wear and tear consistent with repeated use. The lot number etched on the returned device is 62474866. Dimensional analysis where performed was conforming to specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A review of the complaint history identified additional similar complaints for the reported item; however, no additional complaints were found for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.